Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter shaft was noted to be broken/ fractured at the strain relief at the proximal end of the device. As per the additional information, there was no damage noted to the packaging. It is probable that the device was damaged as a result of handling of the device during removal of the device from its packaging. Therefore, an assignable cause of "human factors (handling)" has been assigned to this investigation.

Event description:
The investigation of the returned device revealed that the distal access catheter shaft (subject device) was observed to be broken. There was no patient involvement.